Event description:
The customer reported at 17:30 he activated a new pod and his blood glucose, carbohydrate intake and insulin history is as follows: see scanned table. The pod was deactivated and he noticed the cannula was bent.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.